Event description:
It has been reported that one p5a 5 gallon pail has been found discolored before use. The following has been provided by the initial reporter: it was reported 1 pail was found with brown gel. We recently experienced: 1 pail with brown gel, 10 pails with weights at 16.7kg.

Manufacturer narrative:
Correction: customer provided item and batch number. Manufacturer has been updated. The following information has been updated: b.5. Describe event or problem: it has been reported that one p5a 5 gallon pail has been found discolored before use. The following has been provided by the initial reporter: it was reported 1 pail was found with brown gel. We recently experienced: 1 pail with brown gel. 10 pails with weights at 16.7kg. D.1. Medical device brand name: p5a 5 gallon pail. D.2. Medical device catalog #: 368586. D.3. Medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device lot #: 9240823. D.4. Medical device expiration date: 2019-11-27. D.4. Unique identifier (UDI) #: n/a. G.1. Manufacturing location: becton, dickinson & co., (bd). G.5. PMA/510(k)#: n/a. H.4. Device manufacture date: 2019-08-28.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for color variation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The color of the product in the pictures appears to be within specification requirements. Variation in one of the gel raw materials can produce variability in the coloration of the gel, however gel functionality is not affected. H3 other text : see h.10

Event description:
It has been reported that one p5a 5 gallon pail has been found discolored before use.the following has been provided by the initial reporter:it was reported 1 pail was found with brown gel. We recently experienced:1 pail with brown gel,10 pails with weights at 16.7kg.

Manufacturer narrative:
Correction: customer provided item and batch number. The following information has been updated: describe event or problem: it has been reported that one p5a 5 gallon pail has been found discolored before use. The following has been provided by the initial reporter: it was reported 1 pail was found with brown gel. We recently experienced: 1 pail with brown gel. 10 pails with weights at 16.7kg. Medical device brand name: p5a 5 gallon pail. Medical device catalog #: 368586. Medical device lot #: 9240823. Medical device expiration date: 2019-11-27. Unique identifier (UDI) #: n/a. PMA/510(k)#: n/a. Device manufacture date: 2019-08-28.

Event description:
It has been reported that one p5a 5 gallon pail has been found discolored before use. The following has been provided by the initial reporter: it was reported 1 pail was found with brown gel. We recently experienced: 1 pail with brown gel. 10 pails with weights at 16.7kg.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® bulk gel has been found discolored before use. The following has been provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported 1 pail was found with brown gel. We recently experienced: 1 pail with brown gel. 10 pails with weights at 16.7kg.